Event description:
Additional information received indicated that in (B)(6) 2009 the patient developed unstable angina and underwent target vessel reinterventions in (B)(6) 2009 and (B)(6) 2010. The patient was hospitalized at a non-study facility for 21 days in (B)(6) 2009 and 17 days between (B)(6) 2009 and (B)(6) 2010. The hospitalizations were prolonged due to medical checks associated with the patient's advanced age and repeated seizures. The (B)(6) 2009 reintervention treated a 3.0x8mm, 90& stenosis of the left main coronary artery (lmca) with balloon angioplasty resulting in 50% residual stenosis. In (B)(6) 2010, the lmca was again 90% stenosed and was treated with balloon angioplasty and placement of an unknown size taxus liberte stent resulting in 0% residual stenosis. At the six month follow up in (B)(6) 2010, the patient had no angina symptoms.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed a retroperitoneal hemorrhage. The index procedure treated two target lesions. Target lesion one was a de novo, 2.75x20mm, 90% stenosis of the lmca (left main coronary artery). Target lesion one was treated with predilation, placement of a 2.75x20mm taxus liberte stent, and post dilation resulting in a well positioned and apposed stent with 0% residual stenosis. Target lesion two was a de novo, 2.5x12mm, 90% stenosis of the om1 (1st obtuse marginal). Target lesion two was treated with direct stenting using a 2.5x12mm taxus liberte stent resulting in a well positioned and apposed stent with 0% residual stenosis. The patient returned 21 days following the procedure with a retroperitoneal hemorrhage. The patient was hospitalized for nine days and received a blood transfusion. The event was reported to be resolved. The investigator assessed the event as possibly related to the antiplatelet medications and unrelated to the study devices.